Event description:
A patient was placed on a pad on top of the catheterization table (toshiba model cat-850b) and was prepped for a study. The patient had an arm support placed under her right arm, but not the left because the patient was attached to a ventilator. The table top was extended toward the c-arm of the toshiba infinix x-ray system. The patient had a velcro strap across lower body, but not upper body. A technician was on the right side of the patient. The patient started moving and her upper body, including pad slipped off the left side of the table, and the patient's head struck the lower base of the c-arm. The patient's lower body stayed up on the table.

Manufacturer narrative:
Method - no evaluation will be conducted. Results - it is considered that user error was the cause of the incident. The customer did not follow patient handling methods outlined in the operation manual. The customer stated to the tams customer engineer that the pad was too slippery on the table top. It was stated to the customer that this is a standard pad and none are made any less slippery. The table pad was ordered by the customer as an additional pad to the pad that is included with the system. It was subsequently reported to tams by the hospital that the patient died sometime following the incident. The cause of death was not related to the incident.